Event description:
It was reported that after getting a new rechargeable ins, the patient experienced an increased frequency of charging required to prevent battery depletion. It was stated that they were told charging would take over an hour, however under excellent charging conditions charging only took 47 minutes so the hcp thought the battery wasn't working as intended. The patient had a pre-existing condition of dystonia and had received a deep brain stimulation system. The battery recharge history was analyzed, and charging instructions were repeated, but no other interventions were taken. The issue was not resolved at the time of the report. No patient complications have been reported as a result of this event. Additional information was received: it was reported that the rep wanted to clarify the issue. They stated that charging from 50 to 100% under excellent condition in 47min is not interpreted asbeing fast, but slow. The customers think that charging from 50% to 100% should take considerably less time, because only 50% instead of 80% of the capacity must be repleted. The assumption is that charging takes too much time. Therefore, they ask for a possibility to check battery integrity.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID wr9230 serial# unknown product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cause of the issue was undetermined. The charging process was supervised by the rep. Explanations for variability in charging connection strength were discussed with the patient/caregiver. The recharge interval has been estimated to be 4.1 d using the "recharge interval estimator" in the clinician programmer software. The patient and hcp ask for a table/graph to give a rough estimation of charging times for different charging scenarios (i.e., typical times for each 10% interval from 0 to 100).